Manufacturer narrative:
Submit date: 08/22/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit is not giving the correct amount of food and shuts off.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit is not giving the correct amount of food and shuts off. The unit was triaged and the customer¿s reported condition of not giving the correct amount of food was confirmed however the unit did not shut off during testing. A trend has been identified for the confirmed malfunction and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.